Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose was unknown. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The troubleshooting was performed for pump error alarm. The self test was performed and the test was failed. The customer was advised that the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly. No unexpected motor noise or unusual noise noted and no failed battery alarms noted during testing.